Manufacturer narrative:
This report is submitted february 20, 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla unknown). Surgery to replace the magnet has been completed (B)(6) 2017. The implanted device remains.